Event description:
Sometime between (B)(6) 2012, this patient started complaining of intermittent "spasms" in the left scapula area lasting about 3 minutes. Device and leads were functioning normally; no sensing, threshold or lead impedance abnormalities. No episodes were noted. The decision was made to keep track and monitor for frequency and changes. On (B)(6) 2013 the patient again complained of intermittent pocket stimulation. The atrial lead did have impedances of <150 ohm in unipolar and they were able to reproduce pocket stimulation in-office. A chest x-ray was ordered, but they were not able to determine if there was an insulation break, so the doctor decided to continue monitoring. On (B)(6) 2013, the patient asked to have another device check due to continued intermittent pocket stimulation. Lead check was set to off and lead polarity was changed to bipolar/bipolar. At that time it was recommended to explant this lead. On (B)(6) 2013, this lead was explanted and replaced.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.